Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the occlusion. Blood glucose level was 450mg/dl. Reportedly, the customer reverted to insulin pens for insulin therapy.